Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on the bus. A technical support specialist connected with the it department to modify the firewall settings, as there appears to be a delay in accessing the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system machines experienced delays during the login process following the recent update. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.